Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Concomitant product- 1156t/(B)(4). Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient presented with high pacing threshold and inappropriate atp therapy due to oversensing of noise. It was also noted that the patient had a low voltage and hv lead implanted in the rv which were rubbing against each other. During system extraction it was noted there was an hv impedance issue. Patient was in good condition after the procedure.